Event description:
The customer reported that during a procedure, the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The applicable fuse was replaced. The system was tested and found to be working as intended and put back into service.